Event description:
It was reported that the bd nexiva¿ single port catheter leaked during use. The following information was provided by the initial reporter: "patient was bleeding and IV was leaking out so had to be removed."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd nexiva¿ single port catheter leaked during use. The following information was provided by the initial reporter: "patient was bleeding and IV was leaking out so had to be removed."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.